Event description:
The local factory service representative was at the facility for unrelated scheduled service. At this time the reporter informed the representative of an alleged device failure, which occurred approximately one and a half months prior. Reportedly, during a pt use, the device prompted connect electrodes continuously and an analysis of pt rhythm could not be performed. The pt had terminal cancer. The pt was not resusciatated, but the reporter stated the pt was not a viable candidate for resuscitation. No additional event information was reported. The reporter did not know which of three facility devices had been involved in the event.